Event description:
It was reported that the patient was unable to get their ins to respond when trying to charge. The patient indicated when they start a charge session they get no coupling bars and sees the stim off icon. Patient is able to connect with the programmer which shows that ins battery needs to be charged. The patient attempted to do an antenna locate feature which did not resolve their issue. When the patient tries to turn stimulation on using their recharger they see the ins battery discharged message. No symptoms or complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the issue was resolved with replacement of the recharging antenna. No symptoms were reported. There were no reported complications and no further complications were expected.